Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. Customer stated that the sensor went bad and he just inserted it and the insulin pump already asked to change the sensor, it did not even warm up. Customer was advised that sensor may had been damaged during insertion. The insulin pump was not returned for analysis.